Manufacturer narrative:
Per tandem user guide: keep the transmitter and the pump within 20 feet of each other without obstruction. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for over 15 minutes. Reportedly, the transmitter and pump were more than 20 feet apart. During troubleshooting with tandem technical support the transmitter was brought within 20 feet of the pump and the transmitter successfully regained connection. No additional patient information was available.